Manufacturer narrative:
It was reported that the tape did not secure the veterinary patient's intravenous (IV) catheter as it was "not sticky." The IV catheter reportedly came out of the patient. A new IV catheter was inserted without further reported incident or adverse impact to the patient. The reporting facility indicated that this occurred with twelve (12) different veterinary patients, however, it could not be specified what type of animals were involved. Unused tape samples from the same product lot used in the incident were received and tested against a stock sample. It was observed that the adhesion aggression on the received sample performed marginally less than the stock sample and a slight difference in how tacky/sticky in the received sample was also noted. The returned sample was placed on human skin, rubber, paper, and plastic and it was noted that it did not hold up as securely as the stock sample. Although the reported product problem/issue was confirmed, the product is not intended to be utilized on non-human patients and use of the product in a veterinary environment may have led to the reported incident. Due to the reported need for medical intervention to replace the IV catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tape did not secure the veterinary patient's intravenous (IV) catheter.